Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had compromised force sensor system alarm. The blood glucose level was 19 mmol/l. The customer stated that the drive support cap is sticking out. The customer stated that insulin was "squirting out" during the manual prime process. The product will be returned for the analysis.